Manufacturer narrative:
Device analysis report attached. This report is submitted on may 30, 2024.

Manufacturer narrative:
This report is submitted on jun 10, 2021.

Event description:
Per the clinic, the patient experienced an infection at the implant site and an extrusion of the receiver stimulator. The device was explanted on (B)(6) 2021. It is unknown if there are plans to re-implant the patient with another device.